Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with electrodes. The customer reports that the patient had an allergic reaction on the area where the electrode was placed. The irritations were initially moist and had the appearance of broken blisters. The patient was prescribed bactroban ointment and the irritation began to dry up.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.